Manufacturer narrative:
Calibration and quality control results were verified. Siemens continues to investigate. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00440 was filed for results from the same patient sample tested on a different day.

Event description:
The customer observed nonreactive (negative) atellica im 1600 sars-cov-2 total (cov2t) results for a patient sample tested on two different days that were considered discordant when compared to pcr and reactive (positive) results from alternate methods. It is unknown as to whether the nonreactive cov2t results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00441 was filed on october 29, 2020. Additional information -december 7, 2020. Atellica im sars-cov-2 total (cov2t) lot 709004 sample resulted non-reactive and reactive with pcr and an alternate method. The sample is not available for additional testing, therefore, siemens is unable to determine probable cause. With blood samples collected <14 days from initial positive pcr, the patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. With blood samples collected >14 days from initial positive pcr, additional information is needed. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Based on the information provided, no product problem identified. The customer is operational. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" no further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00440 supplemental 1 was filed for results from the same patient sample tested on a different day.